Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The customer suspects that contamination occurred on the instrument. However, then it was stated that the serum/plasma session is managed separately from the urine session, thus excluding in their opinion an issue of cross-contamination from a serum tube to the incriminated urine tube. On the day of the event, there are several abnormal cell blanks twice alarms present calibration and qc data were passing at the time of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable total protein gen.2 result from the cobas c 503 analytical unit. The customer collects 4 tubes from the same 24-hour urine collection, using the same type of tubes for all of the samples. The initial total protein result was 19.6 mg/dl. The electrophoretic test appeared as if there wasn't any protein. The customer repeated the slide and confirmed that there wasn't any protein. They measured a sample from the same tube used for the electrophoresis on the cobas, and the result was about 4 mg/dl. This caused the customer to question the total protein result. They then measured the total protein with three aliquots. The first aliquot result was 3.96 mg/dl. The second aliquot result was 3.12 mg/dl. The third aliquot result was 4.32 mg/dl.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The total protein gen.2 reagent lot number is 852901, and the expiration date is 30-apr-2026. A general reagent issue is unlikely since calibration and qc were passing before the event. The several abnormal cell blank alarms could be consistent with contamination of the reaction cells or the waste solution flow path. The investigation determined that the root cause is consistent with a hardware or maintenance-related issue.